Manufacturer narrative:
Based on a revision to the risk analysis for the triton infusion pump, in which the severity rating for air-in-line was revised, walkmed infusion performed a retrospective review of product complaints for triton infusion pumps. Complaints reassessed as having the potential for severe injury or death are now deemed MDR-reportable. As a result of walkmed's retrospective review, this MDR is being submitted beyond the 30 day time-frame.

Event description:
Walkmed infusion was notified that during testing the customer noticed that the front and rear case was cracked, there was fluid intrusion under the light lenses, and there was no upstream occlusion alarm. The pump was returned to walkmed infusion for product evaluation, which confirmed the report from the customer. The product evaluation also found the pump failed the air-in-line test. Further product evaluation of the failed air-in-line test attributed a defective component as the cause of this failure. No root cause of the component failure was performed at the time of evaluation however the pump had not had any preventive maintenance performed since the pump's manufacture (08/06/2010). The pump was not returned to the customer and was destroyed by walkmed infusion february 2016.